Manufacturer narrative:
Physio-control evaluated the device and observed a therapy leads off condition when the device was connected to a pt simulator. Physio replaced the therapy cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the pt event record of the reported incident in device memory and determined that defibrillation was not indicated by the pt's ECG. The pt record also shows that two shocks were successfully delivered after the svc light was illuminated and logged.

Event description:
Emt's were called to the scene of a cardiac arrest. There were two first responders on the scene performing CPR on the pt, and had an AED attached to the pt with an initial rhythm reading a "no shock advised." CPR was continued while the device was attached to the existing pads from the AED. The lp12 was placed in paddles lead but according to the rptr, failed to read the ECG rhythm, instead showing dashes on the screen. The rptr stated, that the medics found holding the connection between the therapy cable and the pad connector temporarily allowed an ECG reading. The pt was then diagnosed in v-fib. One defibrillation was successfully completed. A second als unit was requested for a back-up defibrillator and another unit was dispatched. The rptr stated, that the device's svc light then came on, and a second defibrillation could not be delivered. The pt was then attended to by the back-up unit and transported to the hosp. The pt was pronounced by the ed staff.